Event description:
The facility states that the surgeon successfully implanted a model aq2010v intraocular lens into the patient's eye, but he noted damage to the lens after implant. The lens was removed without injury to the patient. The lens and the diopter was -20.5. The facility felt the lens was damaged by the cartridge that was used in the surgery, but they don't know the model of injector that was used and the lot number is also unknown.

Manufacturer narrative:
Product evaluation results: the cartridge used in this surgery was not returned for evaluation; however, the lens used was and visual inspection showed several tears in the optic.